Event description:
A patient reported experiencing inaccurate low results with an ot ultra meter. The patient's blood glucose was 130(meter) vs. 180(lab) mg/dl within 10 minutes, with a difference of 55%. Patient did not experience any adverse events. No further information has been reported.